Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned applicator and no damage was observed. The applicator had been fired correctly. The applicator was opened and the sharp was inspected; no issues observed with the sharp. Visual inspection has been performed on the returned sensor and no issues were observed. Visually inspected the sensor plug the properly seated and no issues were observed. Visual inspection has been performed on the returned sensor pack and damaged transition features were observed. Therefore, this issue is not confirmed to use due to an incorrect assembly method. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Additional information: section d4 (serial number) has been updated from ((B)(6)) to (B)(6) based on the returned product. Section d4 (expiration date) & h4 (device mfg date) have been updated based on the returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she not insert her adc freestyle libre 2 sensor as the insertion needle was bent and was therfore unable to check her glucose. Customer experienced a loss of consciousness and had contact with emergency doctor, however no treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she not insert her adc freestyle libre 2 sensor as the insertion needle was bent and was therefore unable to check her glucose. Customer experienced a loss of consciousness and had contact with emergency doctor, however no treatment was required. There was no report of death or permanent impairment associated with this event.